Event description:
It was reported that for approximately the last nine months the right ventricular (rv) lead pace/sense impedance had been rising. It had been stable at 576 ohms but was now reading 1472 ohms. It was noted that all other electrical measurements were stable and within specification. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).